Event description:
The customer reported to olympus that while using the hf unit "esg-400", a generator error message e006 occurred. The procedure was diagnostic (laparoscopic myomectomy), there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Error message e433 was found to have occurred due to a generator board failure. There were also dust deposits present on the fan and cracks around the sockets and/or at the sites of the front panel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since error code e003 was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely error code 433 occurred due to a generator board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.